Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user's request was confirmed. No image was observed due to a faulty cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that a cable failure had occurred in the actual device. Therefore, it is likely that the failure of the cable caused the video function to not function properly and "no picture" occurred. The most probable cause of the additional finding is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. This device instructions for use (IFU) indicates: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. "If an image is too dark and cannot be improved by adjusting the brightness, debris may be adhering to the cover glass and the endoscope¿s distal end. Wipe off the debris with a lint-free cloth moistened with 70% ethyl or isopropyl alcohol." Reference page 25 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the subject device was dark. The issue was observed prior to the procedure. No patient harm reported.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported the subject device was dark. The issue was observed prior to the procedure. No patient harm reported.